Manufacturer narrative:
Half of the iol returned (half optic and one haptic) in a lens case. Solution is dried on both surfaces of the optic and one haptic. The haptic is bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. No cartridge was returned. The product investigation could not identify the root cause for the reported complaint "iol was caught in the cartridge and squeezed" as only half of the iol was returned for evaluation. Due to this, we are unable to complete a thorough investigation to determine a root cause. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was caught in the cartridge and the haptic was squeezed off. The incision was enlarged and the procedure was completed with a back-up lens. No further information is available.